Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While attempting to ream the acetabulum, there was a weird noise noticed and the power to the reamer seemed weak and would not ream any bone. The mics cutting tool miscommunication error popped up. We tried switching out the mics handpiece, but the same problem occurred so we removed the offset reamer from the robot arm and noticed it was broken inside. Tha case delayed less than 5 minutes.

Event description:
While attempting to ream the acetabulum, there was a weird noise noticed and the power to the reamer seemed weak and would not ream any bone. The mics cutting tool miscommunication error popped up. We tried switching out the mics handpiece, but the same problem occurred so we removed the offset reamer from the robot arm and noticed it was broken inside. Tha case delayed less than 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: the event reported that an offset cup reamer handle was found broken within the shell. A delay of 5 minutes occurred. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of the device history records indicate 21 devices were manufactured and accepted into final stock on 01/05/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 212760, l/n 3539108 shows no additional complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.